Event description:
2 infinity novathreads were implanted on (B)(6) 2022 as a reverse vector from the mid-cheek towards the scalp. On (B)(6) 2022 the threads migrated and poked the lip. No breakage was reported. On (B)(6) 2022 threads were removed. On (B)(6) 2022 provider confirmed patient was doing well, no issues at all.